Event description:
I was using FDA approved fischer wallace stimulator for insomnia afer two hours I got tremor, severe muscle spasms, and dizziness, went to urgent care two times then to ER and neurologist and she told me this device trigger disease ms, which I never knew before I had it.